Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy test by 7.00%. There was no reported injury to the patient.

Event description:
Additional information received indicated that the event occurred during routine testing. The was no patient involved.

Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis with slight pry mark on the rear housing. The customer's concern regarding failed accuracy was unable to be confirmed after performing delivery accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However delivery accuracy testing on the pump found the pumps delivery to be slightly positive not negative. The pump's expulsor will need to be trimmed in order to bring the delivery into more nominal of a range.